Event description:
It was reported that pocket erosion occurred two months post implant. The loop recorder was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.